Event description:
It was reported that st segment elevation and ventricular tachycardia occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal crossing was performed, and a watchman access system double curve was advanced to the left atrium and a pigtail was placed in the laa. A 24mm watchman flx closure device and delivery system (wds) were advanced and deployed in the laa. The patient then experienced st segment elevation, ventricular tachycardia and low blood pressure which self-resolved after 3-5 minutes without intervention. Release criteria of the deployed closure device were assessed and met and the closure device was successfully implanted in the intended location. No air was identified in the patient's vasculature or in the device, however the physician suspected air was introduced with the sheath or manifold. The patient has fully recovered.